Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caller reported a drain volume of 3200ml after a 2000ml fill. The technical service representative offered to swap the hc, but the caller refused swap at this time. The caller would try programming the last manual drain feature with the target ultrafiltration feature. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of the drain volume that met increased intra-peritoneal volume (iipv) criteria and the hp feeling full. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2000ml. The pdn stated they have spoken with the hp and made some adjustments to therapy. The hp is a positional drainer and has been instructed to sit up for the initial drain. The target ultrafiltration was set and the tidal therapy has been removed. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter, precluding further device investigation. The reported difficulty of an increased intra-peritoneal volume (iipv) could not be confirmed and a cause could not be determined. Review of the previous service record revealed no issues that could have caused or contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.